Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was physical stress applied to the insertion section while the user was handling the device which led to damaged ccd-unit. Or water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result. - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had an image problem, and a bad image during preparation for use. During inspection and evaluation, no image, code b30 was displayed due to noise. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section pinhole and glue lifting, switch 1 to switch 4 not working, bending section dent, insertion tube dent failed ring gauge, bending section dent, control body is wet, there is fluid, customer label on control body, and scope connector is wet there is a fluid. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.